Event description:
A facility representative reported that following an intraocular lens (iol) implant reason as blurry distance vision and clinical reason for explant being myopic outcome and iol rotated off axis. The iol was explanted and exchanged for a same model company lens with a different diopter following the initial implant procedure. Additional information has been requested and received stating that there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction: on initial MDR, the patient code e2403 and health impact code f26 had to be submitted. Additional information has been provided in h.3., and h.11. The product was not returned for analysis. The reporter stated the company model 22.0 iol was replaced with a company same model 21.5 iol. It is stated in the file that in the surgeon¿s opinion the product did not contribute to the event. According to the surgeon, it was slight myopic outcome & iol rotated off axis that caused the event. The root cause for the reported complaint could not be determined. No sample was returned for analysis. The exchange from a company model 22.0 iol to a company same model 21.5 iol may suggest that the replacement lens was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).